Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿implantation precautions: to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot.¿

Event description:
N/a.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(4). (R931847501). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. The final non-coronary cusp implant depth was 2.90mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty experienced implanting the 27mm navitor vision valve. On 04 july 2025, it was noted that the patient developed a complete heart block. The decision was made to implant a permanent pacemaker. There was no prolonged hospital stay for monitoring of rhythm due to this event. The cause of the complete heart block is unknown. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.